Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the iipv condition. The cause was unexpected high ultrafiltration. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified during drain cycle three. This event occurred during the therapy initiated on (B)(6) 2013 at 23:31:12. No additional information is available.